Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3671ds serial/batch number (B)(6) was received for evaluation. Visual inspection found that the 1.9 mm. Drill was stuck inside the fibertak drill guide handle due to the melted material of the handle. It was observed damaged on the outside diameter close to the slot of the shaft. User error is the most likely cause for the reported and observed failure. Caused by prying/leveraging of the device against bone/bony tissue, use of the device for extended periods, and/or excessive activation time of the device can cause it to overheat.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a biceps tenodesis surgery the metal sleeve rotated in the blue plastic, causing heat development and the plastic melted. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device, ar-1923bc-1 and the threads of the fibertak were inserted with a pushlock. It was not necessary to switch the surgical technique or do a second surgery.